Manufacturer narrative:
One device was returned for repair with complaint of motor rate error. Service history included that the device had the motor and clutch changed in december 2024. Probable cause was the mainboard. Replaced mainboard and updated software. Device was working to factory specification post repair.

Event description:
It was reported that when doing the preventive maintenance during the occlusion test, they were getting the motor rate error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.